Event description:
It was reported that the patient's previous implantable neurostimulator (ins) "went dead" and the patient was unable to interrogate it prior to replacement surgery. It was unknown whether the battery depletion was normal. Additional information was requested but was not available at the time of this report.

Event description:
Follow up information received reported that the reason that the ins was replaced was due to normal battery depletion. See manufacturer's report # 3007566237-2012-02160 for subsequent device issue.

Manufacturer narrative:
Product ID 3889-28, lot# v309528, implanted: 2009 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. The initial MDR was filed as mfg. Report # 3007566237-2012-02174. Additional information received clarified that the correct manufacturing site was site (B)(4).

Manufacturer narrative:
(B)(4)